Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and independent laboratory analysis. The scope was sent to an independent laboratory for microbial testing. The testing did not duplicate the reported culture of stenotrophomonas maltophilia. Instead the testing found that the auxiliary water channel sample had staphylococcus hominis. The air/water channel sample had bacillus simplex and staphylococcus epidermidis. The instrument/suction channel sample had staphylococcus epidermidis. After eto sterilization, the device returned to olympus for physical evaluation. The evaluation found black and pink stains inside the biopsy channel wall. No signs of foreign material were found inside the suction channel, suction port, air/water port, and nozzle. There were also no signs of foreign substance with the bending section cover, bending section cover glue, insertion tube, distal end cover, and objective lens/glue. A possible cause for the stains is insufficient cleaning during reprocessing of the scope. The customer declined an offer of in-service process review and training by endoscopy support specialists. As preventive measures, the scope instruction manual contains warning statements to mitigate against cross contamination and equipment damage: ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ before the procedure, ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the scope reprocessing manual also has several warnings regarding channel cleaning, such as ¿all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that following repair of the scope and return to the user facility, the scope underwent high level disinfection but afterwards tested positive for stenotrophomonas maltophilia. With regard to the reprocessing: it was reported that the cleaning and disinfecting solutions used were valsure, steris ic52-08, aer rapicide pa, medivators and cidex, johnson & johnson for re-usable buttons. The minimum effective concentration is checked with every use. The aer used to reprocess the scope was a medivator, model #dsdedge120v, sn#(B)(4). No problems were noted with the aer. The last preventive maintenance for the aer was nov. 22, 2017. The scope channel was brushed with an endochoice, hedgehog ¿ dual-end channel/valve brush, a single use brush. No pre-cleaning was done prior to the high level disinfection because the scope came from repair rather than from a previous procedure. Prior to manual cleaning, the scope was leak tested using an olympus mu-1 leak tester, serial number (B)(4). The scope is stored in an innerspace scope cabinet. It was reported that the last endotherapy support specialist in-service was (B)(6) 2018, and that the reprocessing personnel were properly trained and with no employee changes since.